Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the lead exhibited cuts in the insulation. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities other than the insulation damage induced in the field. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that a physician experienced placement difficulties while implanting this right atrial (ra) lead. During the post-operatory check, the lead showed no sensing and loss of capture (loc). A chest x-ray evidenced the ra lead was dislodged. The patient underwent a revision wherein the lead was intentionally cut and extracted. A new ra lead was implanted during the procedure. No additional adverse patient effects were reported.